Event description:
During a cardiopulmonary bypass procedure, the pump alarmed and displayed the "overspeed" message. The device was replaced and the procedure proceeded without incident. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.